Event description:
The patient came in to level 1 trauma with bp of 60; the first level one infusion pump was primed and once connected, fluid began to leak around the tubing. A 2nd staff member verified that the system was set up right. When flow started again, it continued to leak from around the black disc where the lower portion of the tubing sat in machine. A second level one was obtained, primed and blood was started. The second setup began to leak blood at the same area, once again another staff member verified the system set up, and when the tubing was re-seated the machine no longer leaked blood, but still leaked clear fluid just like the first machine did. Even though they were leaking, it did appear that the fluids where infusing rapidly. Once the 2nd machine was running, the tubing was changed on the 1st machine and the machine continued to leak, but appeared to be infusing properly. After patient left ER and went to or, the staff noticed that the chamber in which distilled water is placed for warming was full of blood in the 2nd level one used. Machine was sent to biomed for cleaning and evaluation. Also, the first level one machine was then primed with new tubing obtained from central and that tubing did not leak. The staff were concerned that they had a box of defective tubing. Tube packaging not saved; we have 6 lot numbers from the other sets on the stock cart. No harm to the patient. Follow up reveals: the biomed evaluation showed that "the problem had to be in the heat exchanger since that is the only place where blood and fluid are in the disposable at the same time. The heat exchanger had to be damaged or mis-manufactured. The disposable that was used was not saved."